Manufacturer narrative:
Device investigation narrative - visual assessments of the device showed the actuator is in its t2 post deployment position indicating a complete deployment. No suture or ts remain on the insertion needle, but were returned for evaluation. Examination of the construct showed t1 is missing its proximal end, t2 and the suture show no abnormalities. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit has been issued. (B)(4)

Event description:
It was reported that after the t1 was deployed, t2 was deployed simultaneously. A backup device was readily available to complete the procedure. There were no delays or patient injuries reported.